Manufacturer narrative:
Serial number of the device not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Serial number of the device not provided by the complainant, therefore the manufacture date is not known. Internal complaint reference: (B)(4).

Event description:
It was reported that during a myomectomy procedure an error was received on the fluent system that the waste bag was full when it was not. In addition the tissue trap was popping open and falling off the flo pack. The tissue would clog the device and tissue was found on the floor. The tissue was able to be collected for analysis. Trouble shooting steps were completed related to the system error. The physician was able to remove 90 percent of an approximately 2.5cm fibroid before discontinuing the procedure.